Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: improper component placement

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was advanced and deployed from the right side, followed by a contralateral leg component (pxc141400j/15848935) being advanced from the left side. When the contralateral leg component was deployed, the left internal iliac artery was unintentionally covered. The physician attempted to push up the contralateral leg component using a balloon catheter, but it was not successful. After an ipsilateral leg was deployed, intra-procedure angiography revealed patent collateral vessels from the right internal iliac artery. The physician elected not to perform further intervention for the left internal iliac artery and the procedure was concluded.

Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses instructions for use (IFU) it specifies under arterial access and angiography: following standard practices, access the intended contralateral side via a percutaneous diagnostic sheath, and perform marker catheter digital, the correct device component sizing, and deployment locations. Consider breathhold technique to optimize image quality. Leave marker catheter in place at the level of the renal arteries.

Event description:
It was reported that the location of the device in relation to the left iliac bifurcation had not been confirmed on angiography prior to the deployment of the contralateral leg component. This might be a possible cause of the unintentional coverage of the left internal iliac artery, but the exact cause is unknown.